Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with pd treatment. There was an air detected in cassette warning and then fluid was found leaking from the cassette door. In a follow up, the patient verified the fluid leak report and said there was no harm, intervention or adverse event associated with the fluid leak. The patient did get a new cycler and has been using it without issues. The cycler is available to return.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with pd treatment. There was an air detected in cassette warning and then fluid was found leaking from the cassette door. In a follow up, the patient verified the fluid leak report and said there was no harm, intervention or adverse event associated with the fluid leak. The patient did get a new cycler and has been using it without issues. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed signs of physical damage due to damaged/cracked bottom cover and bezel damaged. There were visual indications of dried fluid within the cassette compartment.there were visual indications of particulates within the cassette area.there were not burrs or sharp edges in cassette area that may have punctured a cassette membrane.vacuum test failed. Vacuum display value reads 276 mbar indicating fluid is present in hp filters. Replace hp1, hp2 and hp3 filter to continue testing.vacuum test passed. Vacuum display value reads 135 mbar.patient sensors test passed.the system air leak test passed. Valve actuation test passed.teach pumps test passed.post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Fluid in the hp1, hp2 and hp3 filter is a related failure to the m31 air detected in cassette warning alarm.an internal visual inspection of the returned cycler was performed and revealed j1 (ac distribution board) loose/disconnected;ground cable loose.there were not discrepancies encountered with the mushroom heads..the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.